Event description:
Company representative sent a repair request reported with an issue of "leak". No harm was reported. No patient harm, no user injury reported . Device evaluation found foreign matter clogging in the device nozzle. This report is being submitted due to the finding of foreign material in the nozzle (handling , insufficient cleaning issue ) identified during device return evaluation .

Manufacturer narrative:
Initial reporter- address- full name of the establishments is (B)(6). The subject device was received and evaluated . Device evaluation found damage on the device up/down knob, due to damage, leakage was observed (service repair noted, the watertightness is lost). The reported issue of "leak " was confirmed. Furthermore, inspection found foreign matter clogging in the device nozzle. This condition noted to be attributed to (handling , insufficient cleaning issue ) . Due to clogging of nozzle, water removal ability does not meet the standard value. Additionally, the following defects were identified during device inspection: no electrical continuity due to damage on distal end. The bending angle in up direction and play of up/down knob does not meet the standard value due to stretched angle wires. Adhesives around objective lens has white-clouded area. Adhesive around light guide (lg) lens is peeled. Connecting tube has a cut. Adhesive on a-rubber (adhesive connection) has a chip. Adhesive on a-rubber (insertion section) has white-clouded area. The universal cord has a wrinkle. Scratch noted on universal cord, scope connector (s-connector) side, protector of the universal cord on control section side, c-cover. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to insufficient reprocessing per the instructions for use, which resulted in clogging of the foreign material. The cause of entering of the foreign material was unable to be specified since detailed information of handling was unavailable. It is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.